Event description:
During ambulatory surgery, the anesthesia machine suddenly sounded different, as if it were not ventilating pt. Pt's oxygen saturation remained at 97%. An ambubag was used in place of the machine. No intervention was required, nor was the surgery extended in any way. The pt was not placed at harm. The biomedical department was contacted immediately after the machine was removed from service in order to inspect it, and the MFR/co rep also checked it. Neither the biomedical department nor the MFR found any problems. However, the biomed dept is replacing the vaporizer. Although its readings were within specifications, the biomed director wanted the readings to be more accurate.